Event description:
The customer reported via phone call that the insulin pump alarmed motor error during and insulin squirting out during the manual prime. The customer stated when the motor stops the insulin continued to drip during the manual process. The customer reported that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 232 mg/dl. Troubleshooting was done. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. No further info provided.

Manufacturer narrative:
Motor error alarm during basic occlusion test and compromised force sensor alarmed during prime and compromised force sensor test due to faulty force sensor. The motor tested outside the device and passed motor test. The occlusion and excessive no delivery tests were not performed due to motor error alarm and no compromised force sensor alarm. Insulin pump received with scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.